Manufacturer narrative:
Should additional information become available, this investigation will be updated.

Event description:
Boston scientific received information that this device was explanted due to an allegation of premature battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received noted that this patient received an inappropriate shock while this device was implanted. No additional information has been provided.